Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the trigger / slider on the battery hand piece device was broken. It was noted on the service order that the device was working only in one direction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. An assessment was performed and it was noted that the magnet behind the upper trigger was broken. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.